Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9171746. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-25. Medical device lot #: 9147521. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe pump set off an occlusion alarm during use with the syringe 50ml ll precise india and "propofol". Lot# 9171746 was reported to have had 20 occurrences of this event, while lot# 9147521 was reported to also have had 20 occurrences of this event. However, the dates and/or patient information of all these occurrences are unknown. The following information was provided by the initial reporter: "it has been reported by the anesthetic that whenever they use 50 ml precise syringe in b braun syringe pump an occlusion alarm beep up especially with drugs like propofol."